Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) and suture was used. The suture broke when sewing abdominal wall in the surgery. The knot will penetrate the tissue to the other side, resulting in laxity and the opening of the wound, which needs to be sewed. Changed another one to complete the surgery. There is no reported patient consequence. No additional information could be provided.